Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of discrepant results for 6 patient samples tested for elecsys ft4 ii assay (ft4 ii) compared to elecsys ft4 iii (ft4 iii) on a cobas 6000 e 601 module. The ft4 ii results were being used for diagnostic purposes. It is not known if the ft4 ii results were reported outside of the laboratory. The ft4 iii results were being used for validation purposes. It is not clear which results were believed to be correct. This medwatch will cover ft4 ii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results. Refer to attached data for the patient results. The initial ft4 ii results for all patient samples are far above the normal reference range of the assay. The patient results from the ft4 iii assay were either within the normal reference range of the assay or just above it. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4). Based on the data provided a general reagent issue can be excluded. Since no sample material can be provided, the investigation could not be completed. The investigation was unable to determine a definitive root cause.